Event description:
During use of the device for a non-clinical activity, the user reported that when trying to run a query a "field procedure already exists in table casedata1" error message occurred. The software then created a duplicate file that could not be deleted. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.